Manufacturer narrative:
According to the description of the event, an incompatibility between a femoral trial component and their associated screw was discovered during the incoming goods inspection. The products in question were provided for an optical examination. The screw is still firmly stuck inside of the femoral component. It is not possible to remove the screw without damaging the products further. Around the connection area of the femoral component, several minor damages are present. It is known that the malfunction was discovered during the incoming goods inspection. Therefore, there was no patient involvement and consequently no health impact. The manufacturing documents and the material certificates of the femoral component as well as of the screw were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. During manufacturing/ the sterilization process, it is tested that the screw can easily be screwed in and out of the femur. This is done for all femora inside an instrument container before it will be sent to a customer. Furthermore, during this internal testing, a trial stem/ offset adapter is connected to the trial femur. Based on the available information, no design or manufacturing errors could be determined. It can only be assumed that the malfunction can be regarded to as a random failure of a component with regards to the trial femur and the associated screw. It cannot be determined what exactly caused the screw to be stuck inside the femoral component. It could be that the screw was screwed in tilted during the described incoming goods inspections. While trying to remove the screw/ screw it further in, the screw may have seized up which is why it cannot be removed any longer. Another possibility could be that the screw was already stuck inside the femur before it was sent to the customer. However, as described above all femora and their screws will be tested before they are sent to a customer to assure a smooth-running of the screw. Nonetheless, as a preventive measure, the responsible staff was made aware of this malfunction. The event was assigned to the error pattern "clamping" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "when receiving the new acs sc femoral trial container mk from de upon qc checks at implantcast UK I noticed the femoral trail component screw was not engaging in to the trial component. I observed that the screw thread is overly tight, causing the metal to wear away from the components." Note: it is known that the malfunction of the products did not occur intraoperatively, but during the incoming goods inspection. Therefore, there was no adverse impact on any patient as there was no patient involved.